Manufacturer narrative:
Manufacturing site evaluation: samples received: none. There are no previous complaints of this code/batch. (B)(4). There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.